Event description:
It was reported to philips that the system failed to start up. The device was outside of clinical use at the time of the reported event. No harm was reported to philips. Philips has started an investigation of this complaint.

Manufacturer narrative:
Philips has investigated this complaint. The philips field service engineer (fse) inspected this system onsite and confirmed that the system was failed to start up. Upon troubleshooting, fse found that ovbp indicator light was on and faulty fan power tray. To resolve this issue, fse replaced fan power tray. The defective pdu fan tray was returned to philips for further analysis, but the cause of the failure could not be conclusively determined by the supplier's part analysis. After replacement, the system was returned to use in good working order. The codes were updated based on investigation outcome.